Event description:
This report is being submitted in follow-up to a uf medwatch report which was found on the maude database. The event description states the following: "glidewire frayed at end during procedure. No adverse outcome to pt." Unfortunately, the maude event report did not include any information about the uf medwatch report number, the user facility or the reporter. Therefore, the user facility could not be contacted to request additional information.

Manufacturer narrative:
Follow-up communication with the user facility to request additional information could not be conducted, due to the lack of information in the maude report. Therefore, the failure investigation was limited to assessment of the event description, manufacturer quality records and evaluation of a retained sample from the reported lot number. A review of the complaint files confirmed that neither this event nor any problem with this lot number has been reported to the manufacturer previously. A review of the device history record indicated that there were no production related problems. Evaluation of a reserve sample from the reported lot confirmed there were no abnormalities. Although the cause cannot be definitively determined based upon the available info, there is no evidence that indicated this event was related to a defect or malfunction of the guidewire device. The event description is consistent with damage to the glidewire due to inappropriate manipulation during the procedure. The device labeling addresses the potential for such an event in the warnings / precautions section of the instructions-for-use by stating that inappropriate manipulation of the glidewire under certain conditions may result in damage or separation of the polyurethane coating. For example, "do not manipulate/withdraw the glidewire through a metal needle/metal dilator. Manipulation and/or withdrawal through a metal needle/metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.